Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating that the spo2 measurement is not always accurate on several monitors. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Additional information regarding the product serial number was requested but not provided. Analysis was performed by onsite service personnel as well as clinical application specialist which included functional testing. The results of the analysis concluded that the problem occurred intermittently and was confirmed to be related to the masimo sensors that were being used. The philips clinical application specialist contacted the clinical specialist for masimo and confirmed further investigation would be performed by masimo. A case number for masimo was requested; however, it was not provided. Based on the results of the analysis, the philips product was confirmed to be operating per specifications, and the cause of the reported problem was related to the masimo sensors. The issue was resolved by using a different device. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. Correction: additional information was received which confirmed the philips part number was 867030; therefore, box d and box h have been updated to reflect the corrected product information.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the spo2 measurement is not always accurate on several monitors. The device was in use on a patient at time of event, there was no adverse event reported.